Manufacturer narrative:
(B)(4). The service representative inspected the unit, and found that the error log was displaying the error message ¿ac power alarm battery power vent inop¿. When the unit was powered up on battery, it alarmed low battery but kept on cycling. The service representative indicated that he was going to replace the battery.

Event description:
This event was reported by a service representative: the service representative reported a unit that was alarming vent inop, while on a patient. The patient was removed from the unit, and placed on another unit. No patient harm.